Event description:
Procedure: lobectomy. Reportedly, during bronchial closing with the jaws of the device facing downward, the retaining pin dropped into the pt cavity. Another stapler was used to complete the surgery. Post-op the root of the pin was found in the pt's cavity when an x-ray was taken. Re-operation was carried out to retrieve the piece. The sample will be returned for evaluation and testing.

Manufacturer narrative:
Initial report sent: june-20-2007.